Manufacturer narrative:
A tosoh clinical support specialist (css) followed up with the customer; to assist the customer with troubleshooting the reported testosterone (tes) not correlating, a box of reagent and a calibrator set was sent to the customer. The customer recalibrated, but quality control (qc) was still out high on the level 3 control. The customer recalibrated using a different lot of testosterones (tes) calibrator, and qc on level 3 was barely in range. The customer ran a precision test on a known customer sample and the results were as expected. The css instructed the customer to perform the new set of correlations on the last calibration, since both levels of control were within acceptable range. The customer stated that they are not adding tes testing in house at this time and they hope to revisit the project sometime after relocating their lab in (B)(6) 2025. The analyzer is currently in service. The customer will contact tosoh for any further assistance. The most probable cause of the reported event could not be established.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The st tes analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The probable cause is pending investigation.

Event description:
A customer reported "testosterone (tes) not correlating with reference lab" on the aia-2000 analyzer. The customer ran calibrators as patient samples and ran sample diluting solution (sds) to ensure accuracy from the analyzer. Calibration and sds run had expected values; patient samples were not saved hence none available for retest. The customer started a new study and made sure to aliquot and freeze samples for retesting if needed. The customer sent data to a tosoh technical support specialist and some of the results were still not correlating. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient results.